Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at ophthalmic segment with a max diameter of 6.3 mm and a 4.8 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 8 mm distally and 10 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that a phenom 27 microcatheter was used for delivery, and a ped-500-18 flow-diverting stent was selected. After the microcatheter was positioned, the flow-diverting dense mesh stent was delivered. When the microcatheter was withdrawn, the tip end of the stent was found not to open. Multiple attempts were made, but it still could not be opened. Considering patient safety, the stent was replaced and the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.